Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the luer lock connection became disconnected. The customer reconnected the luer lock connection, continued to fill tubing, and resumed insulin delivery. The reported issue did not impact the customer's blood glucose level. However, the customer stated that they experienced an elevated blood glucose level earlier in the day. The exact bg value was not provided. Reportedly, the customer stated it was due to the customer miscalculating the carbohydrates that were eaten.